Manufacturer narrative:
Continuation of d10: product ID: 203cx product type: coaxial umbilical cable medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, visible blood was observed within the coaxial umbilical cable. As a safety precaution, the coaxial umbilical cable, electrical umbilical cable, balloon catheter and mapping catheter were all replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter of lot number 22213 was returned an analyzed. External visual inspection of the balloon, shaft, and handle segments was conducted. External visual inspection of the balloon segment revealed the presence of blood/fluid inside the balloon and blood inside the coaxial connector. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 8 applications on the reported event date. Performance testing with the console could not be performed due to the catheter's condition upon arrival. Pressure testing and inspection of subcomponents of the balloon, handle, and shaft segments. During pressure testing of the balloon segment, an outer balloon breach was observed. Dissection of the balloon segment identified an outer balloon breach (pinhole type). During inspection of the handle segment, blood / liquid was observed inside the handle. In conclusion, the catheter failed the return product inspection due to a pin size hole on the surface of the outer balloon ob served. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.